Manufacturer narrative:
A trumpf medical authorized service technician in (B)(4) inspected the operating table and identified a broken tilt motor. The motor was exchanged and returned to trumpf medical for root cause investigation. The breaking point of the motor does not show any kind of material faults or manufacturing errors. The break occurred by an impermissible lateral load which will not occur during the intended use. The error log of the operating table was reviewed by trumpf medical r&d. On the date of the event, it was documented that the table main lift was moved downwards and a significant overcurrent occurred. This is an indication that a collision of the table with another device/equipment occurred. The user then requested the table to move into tilt right position and the error log documented an angle error. This error resulted when there was no angle change of the table top while the motor moved. The user further requested the table to tilt right 3 times and move to zero-position 2 times. The electronics of the operating room-table blocked those drive requests because the power limit was exceeded by the broken motor. The tilt position of the table top has reached the maximum angle of 27° due to the broken part. The root cause for the event was a use error due to a collision of the operating room-table with another piece of equipment in the operating room as the operating room-table was moved into upwards direction. According to the user manual the user must observe all movements and must ensure that no collision will occur. No malfunction or defect of the operating room-table led to the event.

Manufacturer narrative:
A service technician inspected the trumpf medical mars operating table and identified a broken tilt motor. The motor was exchanged and was returned to trumpf medical for further investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
A patient was positioned on a trumpf medical mars operating table during a case when the surgeon asked to position the patient by moving the table to the left side. A loud sound was heard and the table immediately fell down. The patient was unharmed due to an arm support which held the table from falling further.